Manufacturer narrative:
(B) (4), lens flipped and inserted upside down. Evaluation results: (other) visual inspection of the returned product found a piece of the haptic torn off and missing. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated, the surgeon inserted a micl 12.1mm implantable collamer lens on (B) (6)2010. The lens flipped over as it was inserted into the eye. The lens was removed with no pt injury. When the lens was removed, the lens was torn. Unk if the lens tore during insertion or while lens was being removed from the eye. Backup lens was implanted.